Manufacturer narrative:
Block h6: imdrf device code a150201 captures the reportable event of stent failure to deploy.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted in the pancreas to facilitate a pancreatic pseudocyst drainage during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2025. During the procedure, the stent was not opening; it failed to be deployed. The axios stent implant attempt was postponed, and the procedure was completed by replacing and using a plastic stent device. There were no patient complications reported as a result of this event.